Manufacturer narrative:
The reported events of oversensing noise and under sensing were not confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
During a pacemaker implant surgery, episodes of noise due to over-sensing, and low sensing resulting in under-sensing were observed on the atrial lead. The lead was repositioned twice with the same results. The atrial lead was then explanted and replaced to resolve the event and the patient was in stable condition.